Event description:
It was reported that during an unk procedure, the device did not fire. It was not noted how the case was completed. No reported pt consequence.

Manufacturer narrative:
Analysis results indicated physical evidence associated with user error. The analysis showed that the 6sb45 device was rec'd in good visual condition and with a cartridge loaded in the device. The cartridge was rec'd partially fired and with the spring cartridge lock out damaged. The damage to the spring cartridge lockout is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. In addition, the instructions for use state: "the firing stroke must be completed. Do not partially fire the device. Fire the device by squeezing the finger trigger completely until it rests on the closing trigger. Note: once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device." The returned device was found to be non functional as the firing mechanism was noted to be damaged. The device was disassembled to verify the condition of the internal components; the left shroud pinion axel support and the short rack teeth were found damaged. No functional test could be performed due to the condition of the device. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the mfg process. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted.